Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') and salpingitis ('salpingitis') in an adult female patient who had essure (batch no. 329597, 510637) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irregular periods, paratubal cyst and pelvic congestion. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual periods") and adnexa uteri pain ("adnexal pain bilateral."). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, salpingitis, menstruation irregular and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, dysmenorrhoea, menstruation irregular and salpingitis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: medical record received. Event medical device removal was updated to dysmenorrhea. Lot number, reporters information and medical history were added. Event irregular menstrual periods, adnexal pain, bilateral, salpingitis added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') and salpingitis ('salpingitis') in an adult female patient who had essure (batch no. (329597, 510637)-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irregular periods, paratubal cyst and pelvic congestion. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual periods") and adnexa uteri pain ("adnexal pain bilateral."). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, salpingitis, menstruation irregular and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, dysmenorrhoea, menstruation irregular and salpingitis to be related to essure. Lot numbers reported (329597 and 510637) are invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.